Manufacturer narrative:
The device was manufactured october 19, 2017 ¿ october 20, 2017. The device was received for evaluation in its opened packaging. Visual inspection revealed that the fill port cap was detached from the fill port. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor separated from the fill port. This event occurred before use of the device. There was no patient involvement. No additional information is available.